Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issue was confirmed with the returned system controller (serial # (B)(6)). The returned system controller was connected to laboratory equipment and was unable to establish communication. Electrical measurement of the underlying wire confirmed an open circuit condition with one of the communication wires. Evaluation revealed a damaged underlying communication wire approximately three inches from the housing end of the white power cable. Of note, visual inspection prior to the destructive evaluation did not reveal any damage/cut on the power cables. This suggests the damaged underlying wire appears to be related to the repetitive flexing of the power cables during use. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 8, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller connectors and cables. Under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. In this section covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller did not communicate with the heartmate touch (hmt)/ power module (pm). The customer verified power cable connections had no bent pins, or dirt. This issue persisted regardless of the hmt, pm, or patient cable the customer used. The customer attempted to turn hmt and pm off and on, re-seat cable connections, and perform a controller self-test, but the issue persisted. The customer was able to communicate with the patient's backup controller and a second controller to the same hmt without issue. The patient's controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.